Event description:
It was reported to philips that the customer requested to have the display replaced. A reason for the replacement was not provided at the time of the initial call. There was no reported patient involvement.